Event description:
It was reported that an overdose occurred .the pump had been implanted the day prior to the report date ¿around¿ 16:00. On the morning of the report date, the patient was found lying on the floor unresponsive. The patient was now in the ICU (intensive care unit) on a ventilator. The patient received a 0.1mg bolus after priming the catheter so it was determined the patient had roughly received 0.4mg over the past twenty four hours. The 0.1mg bolus was added to the initial prime when the system was implanted. The pump was not primed on the back table, the complete system was primed. The device system was used to deliver morphine at a concentration of 5mg per ml at a dose of 0.3002mg per day. It was further reported the initial reporter had not reported the event as an overdose. As the patient had been assessed, it was reported it was looking less and less like it was an overdose. The reporter was concerned his report was interpreted as an overdose when he didn¿t report that specifically. It was later reported ¿to be clear I did not report an overdose. I reported facts that we knew and to record that this was reported as an overdose is inaccurate.¿ the patient reportedly apparently had nausea and vomiting post anesthesia. The health care provider (hcp) sent the patient home with zofran. The patient was then vomiting during the night. A relative of the patient found her on the floor with ¿black stuff coming out her mouth.¿ the reporter believed the patient had a collapsed lung and was then put on a ventilator. The hcp did not believe this was related to the pump but dropped her dose to 0.24mg from 0.3mg of morphine. The family had commented the patient handled anesthesia poorly and they felt her nausea was related to the anesthesia. It was reported an overdose looked improbable at that point. The reporter clarified they had initially called in a potential overdose. The reporter was unaware of the patient status as of (B)(4) 2013. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported the patient was receiving effective therapy and was stable. The patient had reportedly gone into cardiac failure after the surgery. The pump was currently running at the lowest setting.

Manufacturer narrative:
Concomitant products: product ID 8780, serial # (B)(4), implanted: (B)(6) 2013, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4)